Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded at the site.(B)(4).

Event description:
Treatment of an aneurysm. It was reported the balloon broke and did not inflate during the procedure. Prior to use, the balloon was tested for inflation/deflation and it had worked as intended. All broken segments were removed from the patient. No patient injury was reported as a result of the procedure.